Event description:
It was reported that the right ventricular (rv) lead exhibited variation in sensing measurements, including diminished r-wave measurements. A high variance in sensing integrity counter (sic) was also observed, as well as an increase in premature ventricular contractions (pvc). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.